Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted laparoscopic right superior lobectomy procedure, the device had an issue. There was unanticipated tissue loss and tissue damage as a result of this problem. Bleeding also occurred because of to multiple dissection and incision was extended due to the product problem.